Manufacturer narrative:
Device was not returned for root cause analysis. No photographic evidence was provided to aid in investigation. Neither samples nor pictures were received for the analysis of this complaint. No serial number/lot number was provided, and the device history record was not reviewed. Complaint could not be confirmed and without the return of samples, a comprehensive failure investigation could not be performed, and a probable could not be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was set to infuse 97 ml over 46 hours (rate of 2.1 ml/hr.), the pump was connected to patient and started, and patient was sent home. When the patient returned to have pump removed, over half of the bag remained but the pump was beeping that the infusion had finished. The pump was removed from service and cleaned. Pump was reconnected with a new cassette and tested with normal saline and seemed to run appropriately. The product fault occurred during use in patient. There was no product contaminated or contain a biohazard or chemotherapeutic agent and there was unknown adverse event. The device was used within 46 hours. There was delay in therapy. No patient harm/adverse event reported.